Event description:
The visera elite ii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, error code e213 and no image were found. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and software version 1.12, error code e213, and no image were found. After troubleshooting, the printed circuit board was found defective and needed replacement. The printed circuit board was replaced, and the unit passed the function check. Light intensity was 1.7 w for the white light imaging and .6w for the narrow band imaging. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to failure of circuit board. Olympus will continue to monitor field performance for this device.